Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, rtos, and gpos single board computers. System operates as intended.

Event description:
The customer reported the system will not save images. No pt injury was reported.